Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a bent microswitch lever and a faulty water pump no longer circulating water. Per customer, the device was repaired and returned to the end user after the pump and the microswitch were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
D5: operator of device is unknown; no information has been provided. E2: incorrect due to system limitations. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is reported that the device is showing issues in its motor and switch. No further information available. Customer wants to repair the product. Patient involvement is unknown.